Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high thresholds. During the attempted removal of the rv lead the lead¿s coil began to unravel. The rv lead was unable to be extracted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.